Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected a pacing impedance measurement above 2,000 ohms. Boston scientific technical services (ts) was contacted and reviewed the data. The ts consultant discussed that there was one measurement above 2,000 ohms but all other measurements have been in normal range. There was no noise on the electrograms (egms). In addition, it appeared that there were several increases in pacing impedance measurements over the past 18 months with long periods of stable measurements in between. It was also reported that the associated right ventricular (rv) lead¿s is-1 portion had been repaired distal to the terminal pin during the device change out in 2009. The ts consultant discussed performing isometrics while performing impedance measurements to further evaluate the lead. Additional information was reported that the patient was brought to the clinic for evaluation. Despite isometrics and pocket manipulation, the out of range pacing impedance measurement was unable to be reproduced. The sensing and pacing threshold measurements had also remained stable and consistent. In addition, a review of the arrhythmia logbook found that there were no stored episodes showing myopotential oversensing. The patient will continue to be monitored. No adverse patient effects were reported. The ICD and rv lead remain implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.